Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed but issue persisted, so customer switched to multiple daily injections for backup insulin therapy, was provided with instructions to place pump into storage mode and return it, and was advised to set up pump settings and connect continuous glucose monitor on replacement pump, with replacement pump arranged under warranty and return of problematic pump via prepaid label.